Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited high pacing thresholds. Right ventricular (rv) pacing outputs were programmed to 6.0v at 2.0ms. It was noted that the previous device lasted two years due to the high outputs, and a longevity calculation on the patient's current device showed three years remaining.

Manufacturer narrative:
Boston scientific received new information that this lead exhibited a loss of capture, even at high pacing outputs. A lead revision was scheduled and the physician was considering adding a new rate/sense lead in the rv. During the procedure, the chronic defibrillation lead was surgically abandoned and a new boston scientific defibrillation lead of the same model was implanted. No adverse patient effects were reported.